Manufacturer narrative:
Upon receipt of this pacemaker at co, co subjected this unit to a completed final acceptance test and co realized that at some programmed output amplitudes the pacer was indeed running in its eol mode, whereas in the standard program the bol behavior is confirmed. Co noted that the pacemaker program as received showed a ventricular pulse width of 1.00 msec. In this mode the pacemaker is using more current, about 50 micro amps. Therefore, co is calculating that the pacer used a capacity of 1.73 ah. This value is fitting to the internal resistance of the battery, which was measured to be 7 kohms, which refers to a used capacity of 1.7 ah.

Event description:
The pacemaker did not exceed 75% of its projected nominal longevity prior to eri and explant.